Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At 3 years and 4 months after the primary surgery, the surgeon performed a washout and revised the poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 26 oct 2022: lot 161371: (B)(4) items manufactured and released on 01-jun-2016. Expiration date: 2021-may-17. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.